Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple power source alerts were received while attempting to charge the pump. Reportedly, the customer reverted to alternate therapy for diabetes management. Customer's blood glucose level was not impacted.